Event description:
Patient reported since their last fill, or in the last three months, they have had an unplanned ER visit and hospitalizations. Patient reports 3 recent hospitalizations for pneumonia/pneumonia related complications. Patient states she is home now, completed a course of antibiotics and her pulmonary function test are improving. Date of admission and expected length of stay for any of the 3 visits were not reported. Specialist is aware. No further information was provided.